Event description:
It was reported that during generator replacement surgery, high lead impedance was noted intraoperatively, revealing that the lead was problematic. The surgeon believed that the high lead impedance was found to be a lead break. The explanting facility discarded the explanted prods following surgery, and the devices will therefore not be coming back for analysis. Prior to surgery, the treating physician indicated that diagnostics were performed, however no specific results were provided. The cause of the lead fracture is not known.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.